Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector(s) was leaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. I went to check on the infant and noticed that the linens were wet and that the fluids that were hung may be leaking. Got a second nurse to check with me and she agreed that there was a leak in the triforcit of the line. Product number - mz9273. Lot number - 23079221.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Correction to d tab updated material number: mz9270. The customer reported leakage, and reported one set of material: mz9273, lot: 23079221. Upon initial visual examination, the set had no defects or abnormalities. The set was also not mz9273, the customer returned a set of material: mz9270. The reported material of mz9273 will not be apart of this investigation. The set was infused with water through a syringe, and the complaint was then verified. The leak occurred in the distal tubing connection of the filter. The tubing was then separated from the filter in order to check for signs of solvent. Under microscope examination, there was solvent found on the tubing, but not the filter outlet. Sample returned was actually mz9270, confirmed by manufacturing. The plant found the root cause for leakage in mz to be related to solvent, and incorrect process with solvent assembly. A quality alert was issued 06sep2023 to involved personnel to reinforce and communicate the correct application of solvent to the tubing. In addition, a new solvent dispenser was approved 23aug2023. A device history record review could not be performed on material mz9270 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
Returned: material#: mz9270, batch#: unknown. Reported: material#: mz9273, batch#: 23079221. It was reported by customer that while checking the infant and noticed that the linens were wet and that the fluids that were hung may be leaking. Rcc received a complaint via email. I went to check on the infant and noticed that the linens were wet and that the fluids that were hung may be leaking. Got a second nurse to check with me and she agreed that there was a leak in the triforcit of the line. Product number: mz9273. Lot number: 23079221.